Event description:
It was reported that during a tibial angioplasty treatment procedure, the catheter froze on the wire. The 90% stenosed target lesion was located in the non-tortuous and calcified right tibial artery. This 150cm rubicon catheter was selected; however, during introduction of the catheter the victory guide wire became stuck inside the catheter. The device was pulled out of the patient. It was noted that the guide wire and catheter were separated inside the patient. The victory guidewire was exchanged and procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. A device history record review was not possible as the lot number was not provided. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).